Event description:
It was reported that a large volume infusor underinfused medication to the patient. The expected therapy time was 46 hours; however, it took five days to complete the medication delivery. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: add: the device contained fluorouracil (5-fu) 3400mg in 230ml (dextrose) d5 (omitted on initial). D10: update and remove ni (as reported on initial). Additional information was added to h4, h6 and h10. H4: device manufactured on october 24, 2022- october 25, 2022 . H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.